Manufacturer narrative:
Analysis synthesis: analysis of the returned lead revealed blood infiltration in the outer tubing due to multiple cuts located between 180 mm and 260 mm from the connector pin. The morphology of the damage suggests it is likely related to tool use during the implantation procedure. Following cleaning, the fixation mechanism functioned as expected. Electrical testing confirmed that both inner and outer continuity were within specifications, with adequate insulation across all lead segments (distal, body, and proximal). Based on the investigation findings, a lead malfunction is not suspected. While the cuts could have impacted electrical parameters, the timing of their occurrence could not be determined. Another hypothesis is related to lead positioning or contact issues during implantation. Such issues are not entirely avoidable and may be influenced by various factors¿such as patient anatomy or the physician¿s preferred implant site¿that the lead design and instructions for use cannot reasonably account for, as evidenced in this case. It should be noted that no more than three positioning attempts should be made to ensure proper lead function. This investigation will be retained and used for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, during lead implantation, the screw mechanism of lead could not extend/retract properly and produced abnormal noise. Although the screw functioned correctly when unpacked, multiple attempts to achieve acceptable parameters failed. The lead was changed and a passive fixation pacemaker lead was used.

Event description:
Reportedly, on (B)(6) 2025, during lead implantation, the screw mechanism of lead could not extend/retract properly and produced abnormal noise. Although the screw functioned correctly when unpacked, multiple attempts to achieve acceptable parameters failed. The lead was changed and a passive fixation pacemaker lead was used.